Event description:
A customer contacted beckman coulter inc. (Bec) reporting a cleaner (clenz) leak contained within their coulter lh 500 hematology analyzer. The customer was asked for a volume estimate but did not know the volume of the leak. The customer was wearing personal protective equipment (ppe) consisting of a gown, gloves and goggles. No injury or exposure was reported. No patient samples or results were affected.

Manufacturer narrative:
A field service engineer (fse) went on-site and found a pin-hole in the rbc I-beam count line tubing where it connects to the vacuum isolation chamber (vic). Fse trimmed and reseated tubing to the vic which resolved the leak. Fse also reseated the rbc bath to the rbc aperture where he observed another very small leak at the aperture o-ring. Per fse, the leak did not affect low vacuum in this case and no erroneous results were generated. The cause of this event was a pin-hole leak in the rbc count line and small leak at the rbc aperture o-ring. (B)(4).